Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2022 and the mesh was implanted. It was reported that the patient experienced an iatrogenic bladder lesion that was classified with moderate severity. It was reported that the patient was given drug therapy and a permanent catheter was inserted. The event ended on (B)(6) 2022. It was reported that the patient recovered, and the event resolved without sequalae. It was also reported that the event was not related to the study device and had a causal relationship to the primary study procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot # of the device used in this procedure? What is the physician's opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/23/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: pain right lower abdomen updated: relationship to primary study procedure: causal relationship: not related.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/09/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: the patient experienced lower left abdominal pain starting 03/21/2022 and underwent suture removal on the left side. The event ended on (B)(6) 2022. The patient also experienced lower right abdominal pain starting (B)(6) 2022. Both consequences of pain were reported as not related to the study device and had a causal relationship to the primary study procedure. The surgeon reported that the patient was diagnosed with a tape misalignment through the urinary bladder at 1-2 o'clock in the cystoscopy during the surgery with the mesh. So the mandrel was withdrawn and re-implanted. In the recent cystoscopy, the finding was inconspicuous and the tape in its correct position. According to the surgeon, there are no contributing factors of the function of the mesh. An injury or permanent impairment of body structure or body function is neither present nor expected. A connection with a prior hernia ing. Sin. Surgery stays unclear. A review of the batch manufacturing records was conducted, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: pain lower left abdomen. Did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : blank: no.